Event description:
Difficulty was encountered when trying to pass the iab through the introducer sheath. As a result of this difficulty, the sheath was torn, and the procedure was discontinued. There were no pt complications.